Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was 140 mg/dl. Customer also stated that insulin pump received the no delivery alarm and crack near the belt clip. Customer declined to troubleshoot for the reported malfunction. The device will not return for analysis.